Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low flow alarm was unable to be confirmed. The centrimag 2nd generation primary console (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", covers all alarms (auditory and visual), including flow alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual, section 4 ¿ "warnings & precautions", states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Device history records could not be reviewed due to the serial number of the centrimag console being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient initials not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed on centrimag support in the catheterization laboratory. Upon initiation, a massive blood transfusion was started. Clot formation occurred within the circuit, resulting in a low flow alarm. The perfusionist observed cessation of flow and replaced the circuit. The original circuit had clotted off. The manager requested an explant kit for the motor and console to be tested for safety evaluation. The cannulas were flushed by the surgeon; however, no flow was observed, so the circuit change.